Event description:
It was reported that the pump was alarming and the screen was blank and would not illuminate during the patient's infusion at home. Per reporter, the power button was pressed, the screen illuminated, infusion was resumed and settings were obtained (continuous infusion, remaining time 20 hours and 28 minutes, remaining volume 61.4 ml). Per reporter, the pump alarmed again with a blank screen, and reporter indicated that similar events had occurred multiple times during the previous week and that they had been able to reset and restart the pump. During this call, the caller attempted to open and close the battery door and power the device on, but the pump would not power up. The customer was redirected to the pharmacy. Reporter called again stating the pump was turning itself on and off. Caller was instructed to turn the pump off, and the caller stated they were unable to close the clamp closest to the patient¿s port due to causing discomfort. Therefore, the clamp nearest to the pump was closed. No patient harm or adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Review of service history showed no indication that the complaint was related to service of the device within the review period. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.